Event description:
It was reported that the bur broke at the end of the attachment during a surgical procedure. It was also reported that the broken piece did not fall into the surgical site and there was no adverse consequences as a result of this event. It was further reported that a replacement attachment and bur was available and there was a delay of two minutes as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11061.